Manufacturer narrative:
The customer stated issue occur with biomed trying to fix a printer issue in the ER. The remote service support tried to walk the biomed through the process of system setup, but was unsuccessful due to primary being offline, and routed to field. The field service engineer re-loaded operating system, (os) again on the primary server, and changed hostname successfully by removing ethernet. Then re-ran system setup, re-imported certificate, archive / license, then patched primary server to c.03.09 as they were all at different versions (c.03.06, c.03.04) based on the information available and the testing conducted, the cause of the reported problem was the settings/configuration. The reported problem was confirmed. The device was operational after updates were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened

Event description:
Philips received a complaint on the pic ix indicating the server was down and all hosts were in local mode, need assistance with system configuration. The device was in clinical use at the time of the event. Additional information received indicates no patient harm.

Event description:
The customer need assistance with system configuration. The customer reported that there was an unspecified patient/user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.